Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was presented at clinic follow-up with excessive hiccups. Upon interrogation, the lv lead was found to have loss of capture and high impedance due to dislodgement. The lead was repositioned. The patient was stable during and after intervention.